Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the customer was performing an abdominal vascular treatment procedure. The procedure was completed as planned without any reported delay. The philips remote service engineer (rse) examined the system remotely and confirmed that the system gave a tube overload alert. Upon troubleshooting, the rse determined that due to excessive use the tube had reached its heat limit and generated the alert. To resolve the reported issue, the rse instructed the customer to cool down the tube before exposure. After this, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported tube overheating issue didn¿t impact on the completion of the procedure. The procedure was completed as planned on the same system with no impact on patient or user. The reported issue had occurred due to excessive use to the tube and as per IFU the user should wait until the tube cool down for proper functionality of the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the x-ray tube was overloaded, preventing imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.